Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision procedure this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inhibition of pacing during the use of extensive electrocautery. No adverse patient effects were reported.